Manufacturer narrative:
The devices were returned and was visually inspected and functionally tested. The reported issue was confirmed through testing. Dissection showed a leaking hemostatic valve. A field action was initiated in july 2011 to communicate to physicians and regulatory authorities this potential leak in hemostatic valve of medtronic cryocath flexcath 12 steerable sheaths.

Event description:
A physician in (B)(6) reported problems with 2 flexcath steerable sheaths of the same lot number. The flexcath sheath was changed with a third one and the procedure was completed. No adverse event occurred.

Manufacturer narrative:
The device has not yet been returned for evaluation. The facility provided a video showing the problem with the device. The preliminary assessment was that the video showed a flexcath steerable sheath with a leaking hemostatic valve. Additional investigation will be performed upon return of the device. Results of evaluation of returned device will be submitted in a supplemental report.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.